Event description:
It was reported when using the bd y ext w/vlv ports & 2 sld clp there was component separation. The following information was provided by the initial reporter. The customer stated: "the syringe popped up while giving the infusion to patient. Resulting in difficulty medication administration."

Manufacturer narrative:
H6: investigation summary: a (B)(6) product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21075212. Further information provided by the customer indicates that a dispovan syringe disconnected during infusion. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21075212 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd y ext w/vlv ports & 2 sld clp there was component separation. The following information was provided by the initial reporter. The customer stated: "the syringe popped up while giving the infusion to patient. Resulting in difficulty medication administration."